Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a normal pulse generator change and high voltage lead replacement procedure. The physician stated that the right ventricular lead exhibited noise, intermittent sensing, and intermittent loss of capture. On (B)(6) 2019, the lead was capped and replaced successfully. The patient was not adversely affected throughout the event.